Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device opt312 optiflow junior nasal cannula interface was not received at fisher & paykel healthcare (f&p), new zealand for investigation. Our investigation is based the information/photography provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photography confirmed that one of the tubes was stretched and torn at the swivel grip tube joint. Conclusion: our investigation was unable to determine the exact cause of the reported damage to the opt312 optiflow junior nasal cannula interface. Based on our knowledge of the product it is most likely that the tubing was pulled by the patient or a caregiver. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt312 optiflow junior nasal cannula interface would have met the required specifications at the time of release. The user instructions which accompany the opt312 optiflow junior nasal cannula how in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube."

Event description:
A distributor in china on behalf of a healthcare facility has reported that the tubing of an opt312 optiflow junior infant nasal cannula was detached. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in china on behalf of a healthcare facility has reported that the tubing of an opt312 optiflow junior infant nasal cannula was detached. There was no reported patient involvement.